Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and insulin pump had under delivery alarm. The customer¿s blood glucose was 15.9 mmol/l, 14.2 mmol/l, 6.2 mmol/l and 4.3 mmol/l at the time of the incident. The customer was treated with bolus for high blood glucose. It was reported that the customer was in the hospital the pump just stopped working. It was reported that the insulin pump had under delivery alarm as the blood glucose went up after started back on the pump after a set change. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08725 inches.